Event description:
The ventilator was due for a pm. It was reported by the carefusion service technician that the turbine was seized with an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.